Event description:
During a visit to the user facility, hospital staff reported they had not used or reprocessed the auxiliary water channel of the subject endoscope for an extended period of time. Olympus was subsequently informed that the auxiliary water channel might not have been reprocessed for a period of one and a half to two years. No further detailed info was provided by the user facility.

Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The auxiliary water channel was examined and was found occluded with unidentified material. There was debris inside the instrument channel and suction mouthpiece. Additionally, there was evidence of corrosion inside the control body unit, base plate at the grip cover, and the endoscope connector due to fluid invasion. The release knob was found slipping and locking when the right/left angulation control knob was turned due to a demand locking mechanism secondary to corrosion. Based on the info provided and the results of the device evaluation, the user facility did not reprocess the device in accordance with the device directions for use. An olympus endoscopy support specialist has provided follow-up in-service training at the user facility to review the appropriate reprocessing of endoscope. If significant additional info becomes available, a supplemental report will be submitted. This report is being submitted as a medical device report in an abundance of caution. Cross-reference manufacturer report number 8010047-2009-00178 for the other identified endoscope.